Manufacturer narrative:
Citation: osada h et al. Right atrial volume reduction for severely impaired pulmonary function. J card surg 2014;29:787¿789. Doi: 1 0.1111/jocs.12397. Earliest date of publish used for event date in b#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with a history of percutaneous mitral commissurotomy 15 years previously for rheumatic mitral stenosis. In more recent years the patient has been admitted for congestive heart failure and pulmonary dysfunction. Electrocardiography revealed chronic atrial fibrillation. Echocardiography showed severe mitral stenosis and severe tricuspid regurgitation. Chest computed tomography showed the right atrium was more severely enlarged than the left and compressed the right lower lung. Surgery was performed through a median sternotomy. The pericardium was extensively adhered to the heart, and was dissected away. Tricuspid annuloplasty was performed with a 32- mm non-medtronic annuloplasty ring. After aortic cross-clamping, mitral valve replacement was performed with a 25-mm medtronic mosaic porcine bioprosthesis (serial numbers not provided). Although the patient required re-exploration for massive hemothorax on postoperative day 1, she was extubated on postoperative day 2 and discharged with no evidence of heart or respiratory failure after rehabilitation on postoperative day 30. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author provided the valve model/serial information, the patient's weight ((B)(6) kg), and also indicated that medtronic product did not cause or contribute to the observed adverse events.